Event description:
It was reported that the consumer was hospitalized due to high blood glucose readings of 411 mg/dl. Customer stated that she woke up with blood glucose readings of 521 mg/dl and throwing up and there was pain in the stomach. It was noted that the customer was kept over night due to ketones. Customer stated that the reservoir was empty and the piston was not actually touching the back of the reservoir. Customer also mentioned that insulin was squirting out during the manual prime and there was insulin between the o rings. No further information reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.